Event description:
During baxter's evaluation, it was found that the device would not clear a downstream occlusion at less than 2psi. There was no patient involvement. No further information is available.

Manufacturer narrative:
Manufacturer reference #: (B)(4). The device was evaluated by baxter. During the evaluation, the device would not clear a downstream occlusion at less than 2psi. Additional testing was performed with the device passing. The device has been reworked and calibrated.